Manufacturer narrative:
1/7/1998-supplemental report #1 submitted to FDA. The cause of the reported condition could not be reliably determined.

Event description:
The device was used during an unspecified procedure. Reportedly, the suture broke. The hosp has reported no pt injury occurred.